Event description:
I use clear care 3% hydrogen peroxide solution to cleanse my contact lenses. I follow the directions on the bottle but it was very confusing. In the instructions it said: no final rinse with saline is necessary. In the warning section it said do not rinse lenses with clear care prior to inserting lenses into your eyes. If you want to rinse lenses, use a sterile saline. So I'm not sure whether I should rinse it or not. As a result, I got stinging and burning eyes. Datesof use: (B)(6) 2012.